Event description:
It was reported that the md inserted the super arrow-flex (saf) sheath and then the intra-aortic balloon (iab). The iab became stuck in the saf sheath. As a result, the md removed the iab and the saf sheath as one unit leaving the spring wire guide (swg) in place. The md inserted a new sheath and iab without incident. There was no reported pt death or injury. Medical/surgical intervention was not required. The length of time the iab therapy was delayed or interrupted is unk. There were no significant pt complications. Per the sales rep, the customer stated that the pt was not affected by the insertion. The pt outcome is fine.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.